Manufacturer narrative:
Evaluation of the device could not be performed because the device in question was not returned for evaluation. Retrieval of device has been unsuccessful. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
As the surgeon was tying his knot the anchor and suture broke. The broken anchor was removed and a back-up anchor was placed in the same site. No patient injury or other complications were reported.